Manufacturer narrative:
Reportedly there was no patient involvement when the device broke. (B)(4). Lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit broke as it was plugged into the drive. This happened before use on patient. Concomitant device: drive (part/lot unknown, quantity 1) this is report 1 of 1 for (B)(4).